Manufacturer narrative:
Vns therapy system labelling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Event description:
Reporter indicated that a vns pt was diagnosed by an ent with left vocal cord paralysis following explant of the vns therapy system. The pt was referred to an ent by her primary care physician after a CT scan of her neck resulted in evidence of left vocal cord paralysis.